Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device ran without user activation after it was turned off. No delay, no adverse consequences, and no medical intervention were reported.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device ran without user activation after it was turned off. No delay, no adverse consequences, and no medical intervention were reported.